Manufacturer narrative:
As previously reported, the occurrence rate did not exceed the (B)(6) 2018 control limit for the applicable complaint trend category. Corrected information: the review of the complaint data revealed that the complaint occurrence rate did not exceed the (B)(6) 2018 control limit for the applicable complaint trend category of ¿difficulty crossing¿.

Manufacturer narrative:
(B)(6) registry. The commander delivery system was discarded following the procedure and not returned to edwards lifesciences for evaluation. Without the devices, visual evaluation, functional testing and dimensional analysis could not be performed. CT imagery of the patient anatomy provided by the site was reviewed. The review revealed the native annulus appeared to be heavily calcified, with the left and right cusps fused due to calcification. Additionally, tortuosity in the descending aorta was observed. Procedural cine was also provided and reviewed. Cine review revealed multiple attempts at bav were made. However, in the first several attempts, the bav balloon was either placed too proximal or too distal and would shift during inflation. Finally on the sixth attempt, the balloon was able to be fully expanded in the annulus without shifting. No imagery of the attempts to cross the native valve was provided. Lot history review revealed no other complaints for ¿delivery system ¿ difficulty crossing native annulus¿. Complaint history review from october 2017 through september 2018 revealed 4 other complaints for ¿delivery system ¿ difficulty crossing native annulus¿ for the commander delivery system (all models and sizes). One complaint was not able to be confirmed and no potential manufacturing non-conformance were identified. Available information suggested patient and or procedural factors may have contributed to the event. One complaint was not able to be confirmed and no potential manufacturing non-conformances were identified. Available information suggested procedural factors likely contributed to the event. One complaint was confirmed, but no manufacturing non-conformances were identified. Available information suggested patient and or procedural factors likely contributed to the event. One complaint is pending the engineering evaluation. A review of complaint data revealed that the complaint occurrence rate did not exceed the october 2018 control limit for the applicable complaint trend category of ¿difficulty crossing¿. DHR review was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing related issues that could have contributed to the reported event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. During the manufacturing process, components of the delivery system undergo multiple visual inspections. Following final assembly, the delivery system undergoes 100% final inspection by manufacturing and quality. In addition, product verification (pv) testing is performed on each lot based on a sampling plan. No failures occurred during product verification testing on this lot. These inspections and pv testing support that it is unlikely a manufacturing non-conformance contributed to the reported event. Since no manufacturing / product non-conformances or labeling/IFU/training deficiencies were confirmed, a risk management review was not required. According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. Most patients undergoing the tavr procedure are elderly with multiple co-morbidities. Incidence of vascular complications ranges from 2% to 26% with transfemoral access and is related to vessel size, tortuosity and degree of occlusive disease in the access artery. In this case, the complaint of ¿delivery system ¿ difficulty crossing the native annulus¿ was not able to be confirmed as the device was not returned for evaluation and no case imagery of the native valve crossing attempt was provided for review. Without the device, it cannot be determined if a manufacturing nonconformance contributed to the reported event. A review of the DHR, lot history, complaint history and manufacturing mitigation did not provide any indication that a manufacturing non-conformance contributed to the crossing difficulty. In addition to the procedure itself, patient factors (heavy native annular calcification, fused left and right leaflets) likely contributed to the reported difficulty crossing the native annulus. Following the successful bav, the second delivery system was able to cross the native valve and the new sapien 3 valve was successfully deployed. Investigation results also suggest/indicate procedural factors (manipulation/mismanagement of the devices during withdrawal, dislodged perclose suture), in addition to patient factors (access vessel tortuosity) likely caused the injury to the femoral artery and subsequent surgical repair and autologous blood transfusion. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
(B)(4). Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
Prior to a transfemoral tavr procedure, it was noted that the patient had a tight, fused bicuspid valve. During the advancement of the commander delivery system and a 26mm sapien 3 valve, the delivery system could not cross the native valve. The delivery system/valve and esheath were withdrawn with inadvertent loss of the perclose suture and damage to the femoral artery. A new esheath was inserted. A new sapien 3 valve and delivery system were prepared. Following pre-dilation of the native aortic valve with a z-med balloon, the sapien 3 valve was successfully implanted. Surgical cutdown was performed to repair the femoral artery injury. The patient¿s autologous blood was transfused with a cellsaver device. The patient was transferred to the ICU. At the time of this report, the patient was in stable condition post procedure. Information regarding the native annular diameter and the degree of valvular calcification was not provided. It was reported that the native valve was a ¿tight, fused bicuspid¿ valve. The access vessel minimum luminal diameter (mld) measured 8.9mm with mild calcification and moderate tortuosity reported. The bav catheter, the initial sapien 3 valve, all delivery systems and all sheaths were discarded at the facility following the procedure. The second sapien 3 valve remains implanted in the patient.